Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause was undetermined. During a sample evaluation the returned sample returned did not show any connection problems or leakage, functionally hand tightened a lab ((B)(4)) titanium adapter without difficulty and during a visual inspection no manufacturing abnormalities were noted.

Manufacturer narrative:
(B)(4).a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.the sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A doctor reported to baxter (B)(4) that the patient adaptor was not connected with the titanium adaptor well, when the customer changed transfer set. There was no patient injury or medical intervention. There was patient involvement.